Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024 at 6:00 am the patient was feeling weak. The cgm reading was 60 mgdl, so the patient ate some carbohydrates. Then she took a bg reading which was 400 mgdl and the cgm reading was still 60 mgdl. The patient called her doctor and was advised to go to the hospital. At 9:00 am the patient drove herself to the hospital, she was still feeling weak but managed to drive. At the hospital the patient was treated with intravenous (IV) medication and fluids. The nurse changed the patient´s sensor and the patient was discharged the same day, around 12:00 pm. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. Initially there was not a complete set of reported glucose values available to search within the parkes error grid calculator. However a second set of reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.